Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the emergency room after receiving patient notifiers for upper out of range high voltage lead impedance. It was possible the cause of the issue was conductor fracture. The physician has decided to turn off the tachy therapies. The patient condition was stable at the time of the call. The patient will continue to be monitored.